Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant product: bur, (B)(4), 3pk hi speed diamond 70deg, lot# h8993378, 510k: exempt, manufacture date: 2013-09-16, expiration date: 2021-09-16. Note: the customer used a total of 3 burs (2 from lot hg02vjh and 1 from lot # h8993378), two burs broke and; the third bur did not break, it was used to complete the procedure. It is not known which of the three burs broke. (B)(4). The product has not been returned for analysis. Method: no testing methods performed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The user was able to clarify that three (3) total burs broke, and none will be returned. The following information was recieved regarding the lot numbers and quantities: "1) ref 1883672hs, lot h8993378 x1 2) ref 1883672hs, lot hg02vjh x2".

Event description:
The user was able to clarify that three (3) total burs broke, and none will be returned. The following information was received regarding the lot numbers and quantities: "1) ref 1883672hs, lot h8993378 x1 2) ref 1883672hs, lot hg02vjh x2".

Event description:
It was reported that two high speed burs broke during surgery. There were device fragments created, which were retrieved without patient impact.